Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address hip dislocation. Implanted a constrained liner and new head. Doi: (B)(6) 2013; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.